Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 199.83376 mcg/day) via an implantable pump for unknown indications for use. It was reported that  during the first filling on (B)(6) 2021, they effectively saw an accumulation of fluid around the pump.  It was noted the pump was punctured. The indicated reservoir volume was 3.8 cc, and the punctured volume was 4 cc. The daily dose has not been changed for the time being, however, when withdrawing the needle they saw clear fluid coming out.  When pushing on it, more still came out.  They punctured the fluid around the pump. Laboratory testing revealed there was some certainty of a mixture of liquid and baclofen.  It was noted they will send a sample to the lab with beta trace to determine the liquor and a revision will be planned.  The patient will be called for that. On (B)(6) 2021 a catheter revision occurred where the catheter was explanted/replaced. It was noted the fluid around the pump was caused by the catheter occlusion.  The outcome of the event resolved without sequelae on (B)(6) 2020.  The device diagnosis was catheter occlusion.  The clinical diagnosis was increased spasticity.   The event required in patient hospitalization.  The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0207053986, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient's gender was male, the patient's age was 18 at time of consent, and the implant date of the pump and catheter were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.